Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Did the clip advance into the jaws prior to ejecting from the jaws of the device? Unknown. Were there any unusual noises heard? Unknown.

Event description:
It was reported that during a laparoscopic roux en y gastric bypass procedure, while the scrub tech was preloading the first clip, it was ejected along with a couple more. Case completed with another device of the same product code. There were no patient consequences.